Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified signs of use around the collar and dried bone around the threads. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. The reported device was measured with calipers and was verified to match specifications. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported peri-implantitis. He reported device was returned and the reported event is non-verifiable as pictures or x-rays were not provided by the customer. A definitive root cause could not be identified.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported implant removed due to peri-implantitis. Patient also had pain and inflammation.